Manufacturer narrative:
Analysis confirmed that the radiofrequency head connector port on the link electronic module (lem) board was loose which was causing intermittent signal loss. It was also found that the system fan was noisy and the keyboard latch was broken.

Event description:
It was reported that the programmer's radiofrequency (rf) head connection port was loose, which was causing an intermittent loss of signal when interrogating patients and programming devices prior to implant. The programmer has been returned for service. There was no patient involvement.